Manufacturer narrative:
(B)(6).

Event description:
A peritoneal dialysis nurse reported an incident of a cut in the pt line. In speaking with the nurse, it was learned that the pt awoke to a fluid leak approx 3 - 4 feet from the connector area on the tubing. The pt noticed that the tubing was cut like a clean cut. The pt did not notify the clinic of this incident. On (B)(6) 2011, this pt presented to the ER with abdomen pain, fever, and cloudy effluent and was diagnosed with peritonitis. The pt was advised hospitalization for mgmt of this episode, however he refused. The pt received one dose of intraperitoneal antibiotics for peritonitis and was discharged to home and received subsequent f/u treatment in the clinic. The sample is available for device eval. The pt continues to use this product for his treatment without further incident.